Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire tip detached. Vascular access was obtained via the radial artery. The 90% stenosed target lesion was located in the non calcified and moderately tortuous posterolateral branch. A 185cm pt2 guide wire and a 3.5 mach1 guide catheter were placed at the target lesion. A non bsc stent was implanted at the target lesion. During withdrawal of the pt2 guide wire the distal portion of the device detached distal to the target lesion and remained inside the patient's anatomy. The detached guide wire tip was retrieved with a snare. The procedure was completed with a different device. No further patient complications were reported and the patient's status is listed as good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a guide wire tip detached. Vascular access was obtained via the radial artery. The 90% stenosed target lesion was located in the non calcified and moderately tortuous posterolateral branch. A 185cm pt² guide wire and a 3.5 mach1 guide catheter were placed at the target lesion. A non bsc stent was implanted at the target lesion. During withdrawal of the pt2 guide wire the distal portion of the device detached distal to the target lesion and remained inside the patient's anatomy. The detached guide wire tip was retrieved with a snare. The procedure was completed with a different device. No further patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed the device was returned in two sections: section 1, proximal part presents a bent at 182cm from the proximal end, and the section 2, distal tip presents a kink at 0.8cm from the proximal end. The device measurements were within specifications. Sem analysis revealed that the failure occurred due to a fatigue event followed by a final rapid tension overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).